Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13160. Related manufacturer reference number: 2938836-2019-13161. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. Cause of death was acute cardio respiratory arrest. No further information is available.

Manufacturer narrative:
The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.